Event description:
The customer reported that the images produced were black which resulted in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All cables, circuit boards and connectors were reseated and the pc board was replaced. The system was then found to be operating as intended.